Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have received low battery alarm and no delivery alarms. The customer's blood glucose level was 390mg/dl. The customer states they were hospitalized for high blood glucose levels before. The customer declined to troubleshoot for the highs. The customer was advised to monitor the device and call back if issues persist.